Event description:
It was reported that while impacting the superior blade of the cage, it was being pushed posteriorly. At the time the blade locked into the cage, the posterior portion of the cage was not flush w/ the verteberbral body, as it was when the punch awls were all the way impacted.

Manufacturer narrative:
Method: device history review; complaint history review; risk assessment; result: the customer reported event of cage main body migration/pull out was confirmed via correspondence. The complaint cage was still implanted. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. Conclusion:since the complaint device was still implanted the root cause could not be determined conclusively.

Event description:
It was reported that while impacting the superior blade of the cage, it was being pushed posteriorly. At the time the blade locked into the cage, the posterior portion of the cage was not flush w/ the verteberbral body, as it was when the punch awls were all the way impacted.